Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had cracks on the reservoir compartment. The customer's blood glucose level was 72 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.